Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report an alarm and the insulin pump squirting out insulin during the manual prime. During the call, found that the customer's blood glucose levels were above 600 mg/dl. The customer's symptoms were vomiting, thirst, heavy breathing, abdominal pain and frequent urination. The paramedics were called to the customer's home for assistance. Unable to troubleshoot due to the alarm and prime anomaly. Nothing further was reported.